Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 309 mg/dl. The user addressed bg level with a bolus. During troubleshooting with tandem's technical support (cts), it was reported that 1.52 units of 2.15 units were delivered. Additionally, it was reported that an incomplete bolus alert occurred. Cts informed the user that the bolus would stop if the user aborted it and that it could be confirmed through t:connect pump data. However, the user did not upload to t:connect.